Event description:
It was reported that before a gastric unknown procedure, when the circulating nurse opened the cartridge, she found out that some staples were already loaded. Therefore, she had to reopen another cartridge. When the circulating nurse opened the cartridge, a part of the cartridge was damaged. Therefore, she had to use another new cartridge. No patient consequence reported.

Manufacturer narrative:
(B)(4): cartridge pan. The analysis results that two ecr60g reloads were received with the pan partially detached and several drivers out of position. No functional test was performed due to the condition of the reloads. While no conclusion could be reached as to how the pan became dislodged from the reloads, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.